Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on end user's behalf that during use of the listed device, multiple occlusion alarms occurred. Troubleshooting and changing of tubing did not resolve the issue. Blood glucose levels raised to 139 mg/dl as a result of this event. User corrected blood glucose via insulin injection. No adverse health outcome resulted from this event.